Event description:
The customer's mother reported that a guest raised the customer's 24 hour total for basal delivery from 12 units to 45 units of insulin. As a result, the customer was hospitalized for hypoglycemia. The customer's blood glucose reading was 109 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.